Event description:
Pt complained of excessive weight loss and cramping during treatment, pt lost 0.2kg over target weight loss in 1.75hrs of 4hr treatment. Facility serviced machine post incident and found a leak in the air separator.